Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized on the same day as the onset. The patient received unspecified treatment for the event (dose, route and frequency were not reported). One week after event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.